Event description:
Blue particulate matter found on the inside walls of multiple evacuated glass containers. The customer reported that the particulate matter was found in an unspecified number of unaccessed bottles as they were removed from the shipping container. The reported event was noted prior to clinical use with pts. Though requested, no additional info was provided.